Event description:
The event is reported as: complaint alleges the following: "the purple piece where the suction accessory attaches to the isis et tube came unglued from the tube while in use on a pt. Nurse found detached suction accessory and purple piece from tube lying next to pt in the bed. Pt had to be extubated and then reintubated". No pt injury reported.

Manufacturer narrative:
A device history record (DHR) review could not be conducted since the lot number was not provided. Assessment was conducted and no changes required. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The MFR will continue to monitor and trend relating complaints.